Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Reference sample: model: spacestation with spacecom. Article no.: 8713142. Serial no./lot: (B)(4). Production date: 2007-09-05. Warranty claim: no. Results: a visual test was performed on the space station. Two tube guides were missing. All cover caps of the rear panel were present. The housing of the space station was soiled by liquids. There were residuals of liquid in the connectors f2a - f2d. The housing was broken on the bottom and on the top, probably caused by a shock or drop. For a function test the space station was put on a test station which was connected to the mains voltage. A spacecover comfort was put on top of the station tower. The testing station on the bottom also was connected to a computer with the program (B)(4) open via can bus. The station performed well, the test pumps were getting charged and the operating status was forwarded to the cover and to the (B)(4) program on the computer. The module lock kept the pumps and the cover locked. While triggering operating errors, a staff call on the service plug appeared. The space station com board booted according to specifications and was then connected to a computer via a lan connection with the spaceonline site opened in a browser. The com board also performed well and signals of the mainboard were forwarded by the com board. After disassembling the rear panel, we detected that there were two broken screw domes. Except of the broken screw domes, no further damages were found inside the device. Apparently the complaint number (B)(4) station was on top of the station with the complaint number (B)(4) when the fire on the lower station occurred. The fire caused by liquids on the mains connection of the lower station did not affect or damage the upper station. Assesment: the complaint could not be confirmed. The function of the station was given, there were only damages on the housing. The oxidized connectors f2a - f2d did not affect the function of the mainboard and could be cleaned. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): fire at space station. Suddenly there was a fire at the docking station of the space infusion system with clear flying sparks. Note: eight reports are being filed for one event, because all eight devices were involved in the one thermal event and the cause of the thermal event could not be traced to one of the devices. This report is being filed for one of the spacestations that was in use at the time of the event. Report numbers 9610825-2021-00110, 9610825-2021-00111, 9610825-2021-00112, 9610825-2021-00113, 9610825-2021-00114, 9610825-2021-00116, and 9610825-2021-00117 are being filed for the other devices involved.